Manufacturer narrative:
The device was not returned for evaluation. This is not a report event per exemption e19970005 but we did not have enough info when the MDR was initially filed to determine the reportability. Co received a letter from the facility on 7/25/1997 indicating that it was "pinch-off".